Manufacturer narrative:
Additional information was received from the sales representative on 28-jan-2019 indicating that incorrect wording had been used to describe the event. The tip of the oad stretched, but did not detach. With the information received and the analysis report confirming the oad tip did not detach, this event no longer meets the criteria for a reportable event. Upon receipt of the device, the information which indicated the device had not fractured was visually confirmed. Csi ID# (B)(4).

Event description:
Additional information was received from the sales representative on 28-jan-2019 indicating that incorrect wording had been used to describe the event. The tip of the oad stretched, but did not detach.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) tip detached and stayed on the guide wire. Following treatment of a 50 cm, 90% stenosed, very calcified lesion in the anterior tibial artery, the oad was removed from the patient. The device was subsequently reinserted to treat an additional lesion in the posterior tibial artery. When the device was spun in the posterior tibial artery, the device started shaking and stopped spinning. It was noted under fluoroscopy that the tip of the oad had separated from the driveshaft but stayed on the guide wire when the guide wire and oad were removed from the patient. The procedure was completed with balloon angioplasty. The patient had good results and was reported to be doing well following the procedure.